Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. The returned valve system was fitted with a known good manometer and performance tested based on the neopuff technical manual. An additional test was also performed to record the pressure readings as the peak inspiratory pressure (pip) valve adjustment knob was rotated. Results: no obvious physical damage was observed to the returned neopuff components. The complaint valve system failed the tests specified in the technical manual. Furthermore, it was noted that the peak inspiratory pressure (pip) valve adjustment knob does not rotate in a concentric manner and the pressure rise was inconsistent when it was adjusted. Conclusion: the most likely cause of the reported event is physical damage to one of the four spokes holding the shaft, resulting in a non-concentric rotation. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in (B)(6) reported that the pressure valve of a rd900 neopuff infant resuscitator is not working properly. Service was requested for the device. There was no known patient consequence.

Manufacturer narrative:
(B)(4). The complaint device is expected but has not yet been returned to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the pressure valve of a rd900 neopuff infant resuscitator is not working properly. Service was requested for the device. There was no known patient consequence.